Manufacturer narrative:
The investigation for the reported positioning issues, high purge pressure and vascular damage has been completed. The impella device has not been returned for evaluation. However, as the necessary clinical information was not provided and the device was not returned, the root cause of the reported issues could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. While on support, device had positioning issues and high purge pressure alarms. Additionally, patient had bleeding at the groin site. The groin was successfully revised and the hemorrhagic shock was under control. Additional information noted that the care was withdrawn, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).